Event description:
It was reported that during insertion of the iab through an introducer sheath, the iab became stuck. As a result of this, the entire assembly was exchanged. There were no associated pt complications.